Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath 27cm catheter and one tunneler with broken tunneler tip was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as a break was noted on connecter of tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. (Expiry date: 03/2020).

Event description:
It was reported that during preparation for chronic catheter placement, the white plastic tunneler tip allegedly was cracked and the tip broke off. Another device was used to complete placement. There was no reported patient contact.

Event description:
It was reported that during preparation for chronic catheter placement, the white plastic tunneler tip allegedly was cracked and the tip broke off. Another device was used to complete placement. There was no reported patient contact.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The sample was returned for evaluation. The investigation is currently underway.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that during preparation for chronic catheter placement, the white plastic tunneler tip allegedly was cracked and the tip broke off. Another device was used to complete placement. There was no reported patient contact.